Manufacturer narrative:
The technician found that the CPR linkage needed to be adjusted. The CPR linkage was adjusted to tight allowing the head section to drift down. The technician adjusted the CPR linkage to resolve the issue.

Event description:
Technician alleged that the head section was drifting down on this bed. No injuries reported.